Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. Lot # - (B)(4). Lot #14971746 (B)(4) was also implanted during the procedure. It is unclear which device was inadvertently placed in the superior mesenteric artery.

Event description:
The patient presented for treatment of an abdominal aortic aneurysm. Two gore viabahn endoprosthesis were to be used as snorkel devices preserving the renal arteries. The doctor had a cranial angle on the c arm and then adjusted to a straight ap position believing both gore viabahn endoprosthesis were in the correct renal arteries. Both gore viabahn endoprosthesis were confirmed to be patent at the end of the procedure. The patient presented the following day with abdominal and flank pain. It was determined that one of the gore viabahn endoprosthesis was inadvertently placed in the superior mesenteric artery (sma) instead of the renal artery and had thrombosed. Embolectomy was attempted but unsuccessful. Patient expired 2 days following the procedure. No autopsy was performed.